Event description:
It was reported that a cartridge alarm 31 intermittently occurred during basal delivery with multiple cartridges. Customer's blood glucose level was 180-212 mg/dl. Reportedly, the customer reverted to a backup insulin pump for insulin therapy.